Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose levels of above 400 mg/dl. The customer was uncertain of the suspected cause. The customer delivered manual injections and boluses with the pump and increased the temp rate. During a system check with tandem technical support, no issues were identified with the pump or supplies, however the customer declined to inspect the site. It was reported that the customer's bg levels lowered to 134 mg/dl without changing the site. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.